Manufacturer narrative:
Concomitant medical products: w4tr01 ipg, implanted: (B)(6) 2018; 459888 lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness and neck pain. The right atrial (ra) lead exhibited oversensing noted on stored electrograms (egm). The lead remains in use. No patient complications have been reported as a result of this event.